Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod reportedly fell off the infusion site, causing the cannula to dislodge. The patient administered a manual insulin injection due to having zero pod supply left. The patient reported symptoms of hyperglycemia, fatigue and vomiting. The patient visited the hospital and was hospitalized with diabetic ketoacidosis (dka). As treatment, the patient received fluids and 10 units of insulin. The pod was discarded.